Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of rate response issue could not be confirmed. The pacemaker was received in normal working conditions with the battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis was performed, including rate responsive, which indicated normal device functionality. The device shows rate responsive as on. When automatic settings are programmed, such as rate responsive, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
During a clinic follow-up, the base rate from the device was observed to not increase during testing. Provocative testing was performed, and the base rate response was still not able to increase. No intervention has been performed at this time. The patient was stable and will continue to be monitored.